Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer stated prior to use on a patient during procedure, the bipolar was not activated by stepping on a footswitch. The physician kept stepping on the footswitch for a while, then the bipolar cable seemed to be damaged caught on fire. Only the bipolar cable was replaced to continue the procedure. No patient involvement or injury. Cable and handpiece were storz products and were discarded after use.